Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, and h11. Corrected: h4. Visual examination of the returned psn cr narrow cemented femur identified signs of being implanted wear, scratches with foreign material adhered to the condyle. The psn mc ve articular surface was also returned and visual examination identified signs of being implanted (wear/scratches/gouges). Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Medical records provided and reviewed state that the patient underwent a left total knee arthroplasty. The patient was revised due to loosening of the femoral implant. Imaging included a lateral knee x-ray, which showed standard sagittal alignment of the cemented components and a low-lying patella. There was limited cement visualized in knee society femoral zones 1 and 2, and tibial zones 3a and 4a. Artifactual radiolucent lines were noted at the femoral and tibial bone-soft tissue, metal-soft tissue, metal-bone, and cement-bone interfaces. These imaging findings could neither confirm nor rule out prosthetic component loosening. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) ¿ femur.

Manufacturer narrative:
(B)(4). D10 - medical product: articular surface medial congruent (mc) left 13 mm height use with tibia sizes c-d/cr femur sizes 4-5 catalog # 42512100313 lot # 65580509. All poly petella standard cemented size 29 mm diameter 8.0 mm thickness catalog # 00597206529, lot # 65840350. Stem extension tapered cemented 14 mm diameter +30 mm length catalog # 42557000114, lot # 65996857. Tibia cemented 5 degree stemmed left size c catalog # 42532006401, lot # 65850326 biomet bc r 1x40 us catalog # 110035368, lot # aw02ab0602. H6: mechanical (g04) - femur. H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient underwent a revision procedure eighteen years post implantation due to femoral loosening. No more information is available.